Event description:
A customer obtained erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result of 0.60ng/ml was reported out of the lab. A fresh sample collected from this patient gave 2 results of 0.02ng/ml. The second sample was also tested on a different instrument and results were " approx 0.01-0.02ng/ml". The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects samples in lithium heparin tubes. Qc resulted within specifications prior to and after the event. A ten replicate precision procedure was performed by the customer and all results met assay precision claims. A field service engineer (fse) was dispatched: the fse performed verification protocol on the analyzer and all results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.